Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.

Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced. The patient was discharged, had a follow up post operation and was doing well.